Event description:
It was reported there were issues regarding the lead. During an implant procedure on (B)(6) 2013, a lead was attempted to be used in a new implant case. It was reported the lead was tested three times and the impedance on electrode #2 was measuring greater than 4,000 ohms with all electrode combinations and at different voltages. It was also reported the lead was disconnected and wiped down "several times." The lead was reported to be "defective" and a different lead was used, which had all impedances measured within the normal range and "worked fine." Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Analysis of the lead, lot #va0502n, found the coiled wires crushed 5.5 centimeters from the distal end due to overstress/damage. Circuits 1 and 2 shorted in this area.

Manufacturer narrative:
Product ID 3037, serial # (B)(4), product type programmer, patient, product ID 3889-28, lot # va05v8m, implanted: (B)(6) 2013, product type lead; product ID 3058, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).